Event description:
The customer reported that the device jaws could not be opened during a hysterectomy. There was no reported pt injury. The site contact was not able to provide add'l details regarding the device or incident.

Manufacturer narrative:
Covidien reference #: (B)(4). A visual inspection showed tissue in-between the jaws and the jaws were stuck shut. The knife was contained within the jaws and the jaws had to be pried open. The knife webbing was bent. The knife edge was not damaged. The IFU for this device states: keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp implemented a jaw/blade design to increase the blade retention within the jaws of the handpiece.